Manufacturer narrative:
(B)(6). After use of a 6f exoseal for vascular closure with hemostasis, a post operative echo showed that the hemostasis plug was inside the blood vessel. A surgical incision was performed to remove the plug. The femoral artery suitability was verified on angiography. A retrograde approach was used. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was less than or equal to 5mm in diameter. The vessel did not have greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vcd showed no visible signs of damage and was used after an interventional procedure with a non-cordis sheath. The device was prepped according to IFU instructions. The user was certified and used the device dozens of times before this procedure. Additional patient and procedural details were requested but were not available. Procedural films were requested but were not available. The product was not returned for analysis. A product history record (phr) review of lot 18033053 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿plug inaccurate placement intravascular¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the intravascular deployment since there was not report of sealant deployment issues. However, patient factors and handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation of risk ¿serious adverse events might result with the use of the exoseal¿ vcd in vessels not suitable for the use of the device. Avoid the use of exoseal¿ vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. With antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited. Neither the phr nor the information available for review suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
After use of a 6f exoseal for vascular closure with hemostasis, a post operative echo showed that the hemostasis plug was inside the blood vessel. A surgical incision was performed to remove the plug. The femoral artery suitability was verified on angiography. A retrograde approach was used. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was less than or equal to 5mm in diameter. The vessel did not have greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vcd showed no visible signs of damage and was used after an interventional procedure with a non-cordis sheath. The device was prepped according to IFU instructions. The user was certified and used the device dozens of times before this procedure. Additional patient and procedural details were requested but were not available. Procedural films were requested but were not available. The device will not be returned for evaluation as it was discarded because nobody noticed this issue before postoperative echo.